Manufacturer narrative:
Device evaluation- the cassette was returned for evaluation along with the infusion pump and an extension set. Testing of the pump could not confirm the reported issue (delivery accuracy problem). The evaluation of the infusion pump showed no problems with the fluid delivery of the pump. The pump, cassette and extension set were then given extended testing together (24 hour test). This extended test resulted in the infusion stopping and pump giving an alarm after 3 hours had elapsed. The examination of the pump showed the alarm message was "high pressure". The examination of the cassette showed no issues but the extension set filter was occluded which had led to the pump "high pressure" alarm condition. No functional issues were identified with the cassette.

Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, the customer suspected medical fluid may have been under dosed because the remaining amount indicated on the screen was about 10 ml while the actual one was approximately 20 ml. This phenomenon occurred with other cassettes used. No patient injury. No reported adverse effects.